Event description:
Patient had mitral valve, along with aortic and tricuspid valve replacement in 2005. He had progressive weakness, failure to thrive, diarrhea and wt loss. Noted to have dehiscence of the mitral valve 4 months later. Patient was admitted for these issues and tachycardia. He was treated with vancomycin. Blood cultures were positive for coag negative staphylococcus. Patient expired the following month. No evidence that this was device related, per hospital.